Manufacturer narrative:
(B)(4). The ventilator was evaluated and the customer reported condition was confirmed. To address the condition, the graphic user interface central processing unit printed circuit board assembly was replaced. The hardware was updated on the backlight inverter printed circuit boards; software download was completed. The ventilator passed self tests.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event.